Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6), 2010. According to the complainant, the patient began to experience vaginal pressure and pain, vaginal bleeding, and dyspareunia post-procedure (date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6) 2010. According to the complainant, the patient began to experience vaginal pressure and pain, vaginal bleeding, and dyspareunia post-procedure (date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
As reported by the patient&#38112;attorney, a boston scientific device was implanted. According to the complainant, the patient began to experience vaginal pressure and pain, vaginal bleeding, and dyspareunia post-procedure (date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.